Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose. The user alleged the insulin pump was over delivering insulin. The customer stated that they ate dinner and entered carbs but when they checked again after taking her dinner, it registered that her blood glucose was very low. Blood glucose reading was 101 mg/dl. Customer stated that they had symptoms of shaking. Customer stated they treated with food for the low reading. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.